Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a sudden return of their target symptoms the last 3 days. The patient stated that they went to turn up stimulation on the day of the call, but was unable to. Syncing with the programmer showed that stimulation was off. The patient was pressing the ¿ins off¿ button to turn off the programmer. The patient stated they were not sure how the ins got turned off previously because they had not used the programmer in a long time. The patient turned the stimulation back on during the call and increased amplitude slightly to 2.3v on program 3. The patient was feeling stimulation at the target area. The patient was redirected to a healthcare provider if the symptoms were not controlled now that the ins was back on and the amplitude slightly increased. No further complications were reported.